Event description:
It was reported that the patient was admitted to the hospital for a non-device related issue; the pulse generator was unable to be interrogated. The device remained implanted. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).